Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The instrument associated with this reported event was not returned. X-rays were not available for review. A search of the complaint database found additional reports of fractured sp2 im rods. Based on a previous investigation (B)(4)was initiated to remove the custom 455 ss material from depuy drawing (B)(4). A medical device correction notice was distributed on february 05, 2013 and march 11, 2013 for specific lots of the 966120 product code. The investigation could not draw any conclusions about the current reported event without the instrument to examine and lack of additional investigational inputs. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The instrument associated with this reported event was not returned. X-rays were not available for review. A search of the complaint database found additional reports of fractured sp2 im rods. Based on a previous investigation (B)(4) was initiated to remove the custom (B)(4) material from depuy drawing (B)(4). A medical device correction notice was distributed on february 05, 2013 and march 11, 2013 for specific lots of the 966120 product code. The investigation could not draw any conclusions about the current reported event without the instrument to examine and lack of additional investigational inputs. CAPA-(B)(4) was previously initiated to identify root cause and corrective actions. Monitor through trend analysis. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
The im rod for the sigma knee system broke off and part of the rod was left in the proximal femur.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.